Event description:
Caller reported experiencing two cartridge alarms on separate occasions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump and informed the customer about receiving a replacement with updated software. The caller was advised to return the defective pump to tandem and understood the instructions provided, including storing and shipping procedures.